Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a fully broken grip cable near the clamping pulley at proximal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the cable broke on the large hem-o-lok clip applier instrument when trying to apply the clip on the vessel. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that they loaded the clip outside of the patient but inside the patient , when they tried to apply the clip, the jaw was not closing while attempting to clamp the vessel. They were unable to apply the clip on the vessel. The surgeon experienced that the jaws were static. After closely observing , the string of the instrument was broken, so assistant had to remove the instrument without applying the clip. The issue occurred during the first clip application. A lap clip applier was used to resolve the issue. The instrument is available and was shipped back. There are no photos/videos available for review. Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Correction : primary product UDI number under section d was updated to (B)(4).